Manufacturer narrative:
(B)(4). A philips field service engineer (fse) evaluated the device and confirmed that the battery failed the capacity test. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the battery.

Event description:
The customer reported that the battery failed the capacity test. There was no pt involvement.